Event description:
It was reported the patient's blood glucose level rose to high (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours. The detailed blood glucose levels are as follows: (B)(6). The pod's cannula was found bent when coming out of the infusion site (arm). As treatment, the patient had lunch (50 grams of carbs) and a correction bolus of 9 units.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.